Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl and high blood glucose of 525 mg/dl. The customer stated that the other blood glucose 42 mg/dl. Low blood glucose treated with treated with glucose tablets and high blood glucose treated with insulin pump. Based on customer report that the customer was alleging possible pump over delivery. The displacement test was performed and the test was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This is a duplicate report. The original report was submitted MDR # 2032227-2018-74082.